Manufacturer narrative:
(B)(4). D10: item# 110030778; lot# 65967081. Item# sahtnem6; lot# 67006924. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately one (1) year and one (1) month post-implantation due to dislocation that eventually then caused the poly to disassociate from the humeral tray. It was noted the patient was experiencing discomfort. Attempts have been made and no further information has been provided.